Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the conductor wires are intact and undamaged, but the drive cable is frayed. One grip close cable is frayed at the distal idler pulley. Frayed strands stick out at the wrist. Other cables at the wrist are not damaged. There were 3 uses left. No other damage were found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a frayed cable was noted on the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.